Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the lead was dislodged twice and exhibited an helix mechanism issue. The physician elected to remove and replace the lead. The patient was in stable condition.